Event description:
A plasma pheresis product from a first time a donor was found to have a red tint after the donor had left the center. The only recorded alarm during the procedure was an hb detected alarm. The operator pressed the resume button after the alarm and continued the procedure without identifying a condition that caused the alarm. The donor called the center ablut 2 hours after leaving and indicated they where it is believed they had blood and urine tests. They were admitted to the hosp where they stayed overnight while the discolored urine cleared.